Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced a rapid blood glucose decline after eating chocolate for a prior high reading and then walking, with glucose reaching a low of 54 mg/dl for approximately 20 minutes and trending downward. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities. Investigation included complaint handling, user interview, and troubleshooting with education regarding meal announcements, avoiding overtreatment, exercise effects, and ilet expectations. Investigation of this case revealed user-related factors associated with carbohydrate selection for hypoglycemia treatment and timing relative to exercise. It was concluded that the event was consistent with hypoglycemia of unclear cause without device malfunction, and no further medical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.